Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found a partial lead was returned in three pieces. An external insulation abrasion was found breaching the outer insulation which exposed the outer coil at 8.1 cm to 8.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.